Manufacturer narrative:
The device was used for treatment.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller and two batteries were returned for evaluation. The hvad® pump was not returned to heartware for evaluation as the device was not explanted and no autopsy performed. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The controllers and two batteries passed visual examination and functional testing; the analyzed devices performed per specification under testing conditions and did not produce any malfunction at bench level. The controller in use was running an older version firmware which it does not have the capability to record the serial number of the batteries connected to its ports. Due to the older firmware version of the controller, there is no enough evidence to identify the batteries that were connected to the controller at the time of the event. Logs indicate power consumption and estimated flow to be within the normal operating range from (B)(6) 2014 through (B)(6) 2014; stopping at 05:16:12 hrs. The only alarms shown for 2014 occurred on (B)(6) 2014 at 18:53:35 and 18:54:15, indicating that the vad had stopped due to disconnection. This confirms the reported event wherein the patient was found with both power sources disconnected. Patient mismanagement of power sources (reduced dexterity, accidental disconnection of both power sources at the same time) may have also contributed to these events. Testing suggests that the no power alarm on the patient's primary controller would have sounded appropriately during the event. The devices are related to the reported event. The most likely root cause of the patient death, due to the patient being 100% pump dependent, is the disconnection of both controller power sources resulting in a pump stop; however, the cause of the power source disconnections cannot be conclusively determined. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including death, have been associated with use of this device as outlined in the instructions for use (IFU). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.

Manufacturer narrative:
Additional information related to details (mdv section 7 - incident description narrative): both batteries and the controller were received by the heartware on (B)(4) 2014. The testing results for the controller are still pending. A review of the inspection records for the batteries and controller indicated there were no non-conformances. The units met all the internal requirements prior to its qa release process. With review of the device history records there is no evidence that the manufacturing process was a contributory factor to the reported event. The testing results for the battery are as follows: bat052028: manufacturing date: 2014-07; bat052018: manufacturing date: 2014-07. The returned batteries passed visual inspection and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level and the full charge capacity remained above 2800 mah. Log files available did not cover the date of the reported event. This battery performed per specification.

Event description:
The patient was found deceased at home on the bedroom floor at 7:00 am. The ambulance doctor reported complete rigor mortis of the patient as well as the presence of laceration and hematomas. There were no audible controller alarms when the daughter entered the room and both power sources were disconnected. The patient was 100% pump dependent. The site tested the controller at the last known settings using a mock loop and two batteries. The controller demonstrated normal operation. A short 'no power' alarm sounded when both batteries were disconnected. The site reported that 'either the patient disconnected both power sources unintentionally and fell afterwards or it was suicide'. No autopsy will be performed. No additional investigation will be conducted by the site.